Event description:
It was reported that the user could not access the ilet menu due to an active on-device alert, and the screen was cracked after the device fell from a belt clip on multiple occasions; once the ¿insulin almost empty¿ alert was acknowledged, the user regained access to the menu, and a replacement ilet with a new case and belt clip was provided. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included device replacement and return of the original device. Investigation included customer interview, review of device alerts, and logistical assessment of replacement and return. Investigation of this device revealed physical damage to the display consistent with external impact while device functionality remained operable after clearing the alert. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling and mechanical damage from an external drop.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.